Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima was stuck in the chest and would not open or close. The surgery had to open the chest manually and forced the device out. No replacement was required to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been received to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be complete as the product lot is unk. Internal file number - (B)(4). Items marked "ni" are unk to us at this time.